Event description:
It was reported by repair work order that the assist cable was frayed and the side rail was stuck in the lowest position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.